Event description:
It was reported that a patient with a 21mm 3300tfx aortic valve implanted for 7 years and 3 days underwent a valve-in-valve procedure due to severe stenosis. The patient presented with acute systolic heart failure. The procedure was performed successfully with a 20mm 9750tfx transcatheter valve. The patient was discharged on pod#1.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b4, b5, b7, d4 (expiration date), g3, g6, h2, h4, h6 (component/clinical code, type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potentials known and unknown patient-related contributing factors. Per technical summary 33069, rev a, structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including chronic kidney disease (ckd) stage, coronary artery disease (cad) and diabetes mellitus (dm). All pertinent information available to edwards lifesciences has been submitted.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21mm 3300tfx aortic valve implanted for approximately 6 years underwent a valve-in-valve procedure due to unknown reasons. The procedure was performed successfully with a 20mm 9750tfx transcatheter valve.